Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), migration of essure device location of device: pierced fallopian tubes'), genital haemorrhage ('abnormal bleeding (general)') and breast cancer ('tumor/ teratoma/ cancer- type: breast cancer') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, arthritis, gastroesophageal reflux disease, endometriosis and leiomyoma nos. Concomitant products included acetylsalicylic acid;caffeine; paracetamol; salicylamide (excedrin), fentanyl citrate (narco), fluoxetine hydrochloride (prozac), naproxen sodium (aleve) and sumatriptan (imitrex). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"), 530 days before insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), pelvic pain ("pain"), fatigue ("fatigue") and dyspareunia ("dyspareunia ( painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain") and back pain ("back pain") and was found to have breast cancer (seriousness criterion medically significant) and renal neoplasm ("tumor/ teratoma/ cancer- type: kidney tumor"). The patient was treated with surgery ((B)(6) 2014- hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, urinary tract infection, fatigue, renal neoplasm and dyspareunia outcome was unknown and the genital haemorrhage, migraine, headache, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, breast cancer, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain, renal neoplasm and urinary tract infection to be related to essure. The reporter commented: insertion date was not given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no radiographic evidence of tubal patency on either side status post essure procedure. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received events " uti, migraines / headaches, migration of essure device location of device: pierced fallopian tubes, pain, perforation (fallopian tube(s)), fatigue, abnormal bleeding (general), fatigue, kidney tumor, breast cancer, dyspareunia, lower abdomen pain, back pain" were added. Outcome of events " lower abdomen pain, back pain, migraines bleeding" were updated as recovered. Concomitant medication were added. Medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.